Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger; product ID 37751, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging. There was a report that nothing came up on the screen. The insr icon and plug icon was not appearing on the screen. It was reported that the green light was on and the connector pin did not seem like it was loose. A few days later, the patient reported that they were in a lot of pain. They stated that stimulation helps "a bit" but since they were having issues with recharging, they were not getting relief. They believe the black cord that plugs into the top of the recharger was the issue because it was worn. The desktop charger cable was replaced. There was a report of a broken connector pin on the desktop charger. It was later reported that the patient no longer had concerns with their device or therapy as they received assistance on (B)(6) 2014 from their doctor or manufacturing representative (rep). But it was also noted that the patient still had concerns with their device or therapy but had not sought further help. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.